Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for intractable spasticity indications for use. It was reported that 2 weeks ago, they went in for a refill and when the doctor put the needle in, they jabbed it in so hard it hurt, and as soon as they stood up, they almost fell. The patient stated that since then, they have gone back twice and had the amount of delivery reduced 50%, but they still feel high on the hydromorphone all the time. The patient inquired if the pump could have been damaged and that's why they were getting overdosed. They have had the pump for almost 3 years and 'I've never had it where it affected my brain,' and stated 'it happened as soon as he finished it, and I stood up.' They were told that the pump has never been damaged by anything at all. The patient inquired if there was any imaging they could do to investigate this further. The agent reviewed CT scan, x-ray, and magnetic resonance imaging (MRI) compatibility and redirected to healthcare provider. The agent emailed physician listings as requested by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported their symptoms were resolved. They thought the pump had a leak, but with regards to the cause of the symptoms, the patient reported that their dosage of carbidopa-levodopa was decreased because it could cause a ¿high¿ feeling per their neurologist. They had blood tests and urine tests which were normal and visits to the ER (emergency room).